Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler unit was over-temping. Error code "e03" was observed. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00633. The perfusionist (ccp) inspected the water tubing lines and noticed a kink in the one set of lines. She removed the kink and had no further over-temp issues. The reported complaint was confirmed. The user facility's biomedical engineer (biomed) thoroughly cleaned the heater cooler unit. The biomed checked the connectors, especially the heating element. He pushed in the heater breakers (he couldn't tell if they were tripped) and made sure all connections were tight. The biomed reassembled the unit and ran it for four hours and no issues were observed. The biomed took the unit back to the o/r and had the ccp run the unit for an additional four hours, with no issues observed. The heater cooler unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.